Manufacturer narrative:
The subject product was found to produce straight shots and may be related to tip wear.

Event description:
It was originally reported that user wanted to return device because they have upgraded. When product evaluated on 04/09/07, the device was found to produce straight shots.